Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04024. Concomitant medical products: m2a 38 mm modular head -6 mm nk, catalog#: 11-173660, lot#: 484990. Mallory head stem catalog#: 11-104109, lot#: 952590. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left hip revision approximately ten years post-implantation due to pain. During the procedure, there was noted to be significant metallosis and granulomatous material which had pockets of fluid posterior and distal to the hip joint and was quite extensive in size. Metal wear and metal poisoning were also noted. The cup, head and taper were removed and replaced. A poly liner was implanted. Attempts have been made and no further information has been provided.